Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. Customer's blood glucose value was 77 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer states they noticed battery chamber was wet and there was a crack on the battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 23, 49, and 68 alarms due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was also received with case cracked behind the device near the battery compartment and cracked battery tube threads.